Event description:
Information was received indicating that a patient was increasing the continuous rate on a smiths medical cadd-legacy duodopa ambulatory infusion pump from 2.4 to 3.6. It was reported that the extra dose was set to 0.0 to prevent misuse. Per reporter "instead of an extra dose, the patient can receive up to 2 times 1 madopar liq 62.5 mg before 16:00." It was reported that the patient was provided with "a separate night pump and locking of both pumps with ll2" per reporter the night pump is programmed as follows: morning dose 0.0, continuous rate 2.4, extra dose 0.0, no reservoir volume, ll2 mode; and the day pump as follows: morning dose 3.5, continuous rate 3.6, extra dose 0.0, no reservoir volume, ll2. It was reported that the nursing staff received "short instruction" on using the two pumps; the reservoir volume was removed from the day pump; and both pumps marked correctly with day respectively night. No adverse patient effects were reported.